Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq is crashing when they try to change the verification configuration. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The system created a duplicate record of a configuration in mosaiq for site set-up verification. The user will clearly see that there are duplicate records. The customer has confirmed that by restoring the site set-up verification the issue is now resolved and mosaiq is working as designed. The root cause of the problem has not been identified.